Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d9 h3 h6 laboratory analysis summary the device related to the reported event of deflation was received on oct 11, 2024, with lot number 1464949. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation : observed opening assessed as fold flaw opening. As per the investigation procedure crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side "deflation." Device has been explanted.

Event description:
Healthcare professional reported, a left side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.